Event description:
It was reported that after several repositions during the implant, the helix was blocked and did not turn out any more. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): no anomalies were found. It was noted that there was blood in/on the helix (sleeve head).